Manufacturer narrative:
The investigation has been completed. The console (ic2383) was sent back for further investigation. The root cause of the controller error could not be determined due to the inability to reproduce but involved the 4-in-1, kbd, or connecting ribbon cable (decision was made to replace all three). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. During prep, the automated impella controller experienced a controller error yellow, which was resolved with replacement console. No patient harm reported.